Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 09, 2020 that a lighttrail single use 365um laser fiber was used in a cistolitotripsia procedure in the bladder performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga 30 watt laser console with laser settings 800 millijoules and 8 hertz. According to the complainant, during the procedure, the laser fiber was broken and a small piece of glass fiber, the tip, fell inside the bladder of the patient. Reportedly, the fiber fragment, the tip, was retrieved successfully using a cystoscope. The procedure was completed with the original device. There were no patient complications reported as a result of this event.